Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 260 mg/dl. To address the bg level, the customer administered manual injections. At the time of the reported event, the customer's bg level was within target range and the issue had been resolved. Recommendation was made to consult with health care provider regarding diabetes management.